Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. The cause of bg was unknown. Reportedly, contact had to wake the customer up and customer consumed gatorade as well as juice to address bg. Recommendation was made by tandem technical support to consult healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) value was not entered in the pump by the user and continuous glucose monitor was not in use on (B)(6) 2018. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.